Manufacturer narrative:
Analysis of the desktop charger (serial no. (B)(4)) found that the cable assembly had a broken/bent connector and damaged pins. Product ID 37791, serial# unknown, product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the replacement of the device resolved their symptoms and the low ins batt ery.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the insr (recharger) was no longer charging. The green light on the desktop charger was on. It appeared the connector pin was loose/wiggly. The patient has tremors and they normally do not let the patient plug in the desktop charger into the insr. The way the patient was talking they may have not charged their implant for over a week. The patient was shaking a lot and they noticed the implant was at low battery and they were unable to shut the implant off with the patient programmer after they changed the batteries. The insr antenna was cracked and they did not have a good connection. The cord was damaged. No further complications were reported as a result of this event.